Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and found as follows; it was confirmed the device had cracked. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the delivery date, it was found no irregularities. This type of the event is most likely related to the operator's technique. Based on the event description, the event possibly occurred due to the following occurrence mechanism. The distal attachment was forcibly fitted to a competitor¿s endoscope. The forcible fitting #1) caused outward force exerted on the distal attachment from inside. Despite the condition #2), the distal attachment was used for hours. The long time use could cause the crack at the attachment and made it loose. Due to the loose, the attachment dropped off. The instruction manual of the device has already warned as follows; use this instrument only in combination with products recommended by olympus. If combined with products not recommended by olympus, patient or operator injury, malfunction or equipment damage may result.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic retrograde cholangiography after intestinal reconstructive surgery, the subject device was used. The patient was an (B)(6) woman, who has operated roux-en-y earlier. The subject device was used with a scope of another company. Because inserting the bowel is difficult, the scope was pushed and pulled. A 15cm long perforation in to anastomosis occured. Then, it was found that the subject device broke off into the patient body. The user(s) implemented the surgical operation for the patient. The perforation was closed. The fragment was retrieved.